Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on the left atrial (la) lead. It was also reported there was an increased sensing integrity counter (sic) count on the left ventricular (lv) lead. It was noted during atrial noise there was a wavy baseline noted on the ventricular electrograms (egm). The leads remain in use. No patient complications have been reported as a result of this event.